Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-jul-19. It was reported that, due to the previously noted event, the pump was going to be removed on (B)(6) 2017. The patient also expressed concern regarding the cost of the procedure and wondered if the manufacturer would assist in compensation.

Manufacturer narrative:
Analysis is not being performed at this time due to the legal status of the event. A follow-up report will be submitted if analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated there was a pump failure, delivery failure/failure of therapy, surgery to move device and the patient experienced pain. The date of injury was noted as under investigation. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-aug-09. It was reported that the patient had the surgery 2 weeks prior to the date of the report to remove the pump. It was reported that a manufacturer's representative picked up the pump and would send it for analysis. The patient again expressed concern about compensation for the surgery and noted that they had found an attorney, but would prefer to work with the manufacturer.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a consumer via a manufacturer's representative regarding a patient who was receiving 2 mg/ml of hydromorphone at 0.5137 mg/day, 100 mcg/ml of clonidine at 25.69 mcg/day, and 50 mg/ml of morphine at 12.843 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2017, it was reported that the patient's pump motor stalled and safe state occurred. The patient reported on (B)(6) 2017 that they thought they went through withdrawals. The patient thought they had the flu, but it was reported that it was likely withdrawal from the drugs. When the hcp aspirated the pump, the hcp reported that 19.5 ml were removed from the pump. Pump logs showed that the patient's pump had stalled and recovered on (B)(6) 2017 three times starting at 8:05 and then going into safe state. The logs also showed that there were two more stalls and recoveries from (B)(6) 2017. The patient's pump was refilled on (B)(6) 2017 at 10:15. The patient was at (B)(6) for testing in the "cath lab" around the time of the stall, but denied MRI or magnets being used on the pump. The pump alarm was heard, but the patient assumed it was their cell phone. The patient reportedly wanted the pump removed as the patient had an implanted device from another manufacturer that had to be explanted and the patient did not want any more implanted devices. Additional information was received on 2017-jun-19 from the manufacturer's representative (rep). It was noted again that the patient pump had several stalls between (B)(6) 2017, but dates were not provided. It was also confirmed that the patient's testing at the "cath lab" was unrelated to the pain pump. The patient began experiencing flu like symp toms and was ill for 2 weeks the week following their trip to the "cath lab". The dates correlated to the motor stalls indicated in the logs and the patient was likely experiencing withdrawal. The rep also reported that the patient was seen in the hcp's office on (B)(6) 2017 for a regularly scheduled pump refill. The expected volume was approximately 2 ml but the hcp withdrew 19.5 ml from the pump. The rep was notified of the event and saw the patient on (B)(6) 2017. The patient's pump had been filled with saline and turned to minimum rate. The patient was opting to have their pump explanted. The patient's pump alarm was silenced and the patient was referred to the implanting physician for a pump explant at a to-be-determined date. The cause of the patient's motor stalls were unknown. The rep also confirmed that the patient had been hearing the pump alarm, but had believed that it was their cell phone. No further complications were reported.